Event description:
After zero balance, the catheter was removed from the ventrix monitor. The catheter was then to be reconnected to the monitor. After re-connection, the error code "e08" displayed and monitoring was not possible. Monitor worked normally when a new catheter was used.